Event description:
Email received in the corporate mailbox on (B)(6) 2010. The customer reported while priming IV fentanyl on IV tubing, one of the tubing was leaking (there was a hole). The nurse replaced the tubing and used another. The second tubing was also leaking in another location of the tube. Samples have been discarded. No additional information was provided.

Manufacturer narrative:
The sample was discarded and therefore is not available for evaluation. Lot number and product code could not be provided therefore the 510k is unknown. If any additional information becomes available a follow up medwatch will be submitted. (B)(4).